Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was particulate matter (pm) observed in the tubing and y-site clearlink. The pm was identified as irregular black flecks embedded and loose in tubing and y-site clearlink. The black flecks were determined to be degraded pieces of burned plastic. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) contamination was observed within the tubing of a clearlink system continu-flo solution set. The pm was further described as ¿debris inside the tubing¿ and was noticed when the nurse opened the packaging while setting up for therapy prior to patient use. There was no patient involvement. No additional information is available.